Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 205 mg/dl. Customer unable to rewind the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with broken off end cap. Unable to test motor error alarm or confirm error alarm due to detached end cap. Motor was tested outside the device and passed.